Manufacturer narrative:
The reported events of failure to capture, p-wave amplitude variation, and helix failed to extend were not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was unable to be implanted. During the procedure, the lead exhibited loss of capture and p wave amplitude variation. When the physician attempted to reposition the lead, the helix would not extend. The lead was removed and replaced. There were no patient consequences.